Manufacturer narrative:
04/01/1998: g9-manufacturer report number corrected here and in header on page 1.

Event description:
Pt presented at physician's office for refill and it was discovered that the skin over the pump had eroded a hole about the size of the access port of the pump. Pt had no apparent signs of an infection such as temperature. Pt stated that he had noticed the problem about 2 weeks before but "didn't want to bother the physician". Pump was explanted 3 days later and pt is receiving no other medical intervention and plans to have a replacement implanted after healing process is complete. Physician's offices stated that pt is "very thin" and this could have contributed to development of erosion.